Event description:
A customer reported via webform that an unspecified high scan and a sensor error message were received with the adc device. The customer indicated that due to this, the customer experienced a seizure and/or a loss of consciousness and was provided insulin, glucagon, and/or other medication by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
A customer reported via webform that an unspecified high scan and a sensor error message were received with the adc device. The customer indicated that due to this, the customer experienced a seizure and/or a loss of consciousness and was provided insulin, glucagon, and/or other medication by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that an unspecified high scan and a sensor error message were received with the adc device. The customer indicated that due to this, the customer experienced a seizure and/or a loss of consciousness and was provided insulin, glucagon, and/or other medication by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.